Manufacturer narrative:
This lead was returned to our post market quality assurance laboratory with the helix mechanism in a retracted position. Visual inspection found dried blood/tissue around the helix. Subsequent, testing was completed to assess lead electrical performance and inner/outer insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations. The product has been received for analysis. Upon completion of the analysis of the compliant device, if there is any further relevant information from that review, a supplemental report will be filed.

Event description:
It was reported that the high capture threshold measurements increased. Technical services reviewed device data and determined the test failed to measure the threshold due to low evoked response (ER). Further evaluation was recommended. A revision procedure was performed and the right ventricular (rv) lead was found to be dislodged and the rv lead explanted. Subsequently, the physician opted to place another lead on the rv septum left bundle place. Upon trying to reposition the new lead, the helix was noted on fluoroscopy to elongate. Gentle traction was continually applied until the helix broke free within the rv septum. The helix remnant was abandoned and a new lead was successfully implanted. No additional adverse patient effects were reported.

Event description:
It was reported that the high capture threshold measurements increased. Technical services reviewed device data and determined the test failed to measure the threshold due to low evoked response (ER). Further evaluation was recommended. A revision procedure was performed and the right ventricular (rv) lead was found to be dislodged and the rv lead explanted. Subsequently, the physician opted to place another lead on the rv septum left bundle place. Upon trying to reposition the new lead, the helix was noted on fluoroscopy to elongate. Gentle traction was continually applied until the helix broke free within the rv septum. The helix remnant was abandoned and a new lead was successfully implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
The product has been received for analysis. Upon completion of the analysis of the compliant device, if there is any further relevant information from that review, a supplemental report will be filed.